Event description:
This medwatch is being submitted to report the possible reinfusion of hemolyzed blood as indicated by discolored urine. In 2005, near the end of the plasmapheresis procedure, the autopheresis-c machine gave a "ck for plasmaline hp" alarm. The phlebotomist observed red color plasma in the plasma line of the disposable set and in the plasma collection bottle. She noted a kink just above the reservoir in the cell line of the disposable set. Based on these observations, the plasmapheresis procedure was halted, and the donor was disconnected without returning the red cells contained in the reservoir. The donor reported feeling weak and slightly nauseated. He was pale and reported having a headache all day that day. The donor drank some water given by the center staff. Donor indicated feeling fine and the vital signs were stable with no significant changes from the baseline values obtained prior to the procedure. When donor was released, he proceeded to the washroom. Coming out of the washroom the donor advised the medical supervisor (ms) that there appeared to be blood in his urine. The ms evaluated the donor. He denies any symptoms. She provided him guidance to drink plenty of fluids that day and report back to the center if he should have any additional symptoms. The donor left the center in good condition. Follow up after the event with the donor's roommate indicated the donor was doing fine.